Manufacturer narrative:
Received response to regulatory: the customer is no longer on the insulin pump and wishes to return to the diabetes team; they do not believe that there is a fault with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Nurse reported via phone call no delivery alarm on the insulin pump. Customer's blood glucose level was 28.4 mmol/l. Customer received no delivery alarm and went to the hospital because of high blood glucose levels. Customer was placed on IV and is worried to go back on the insulin pump. Nurse advised they will call back once they receive a tubing clamp to continue troubleshooting the device and perform high pressure test to confirm the insulin pump works properly.